Manufacturer narrative:
Follow-up being submitted as lab evaluation was completed on 14aug2020. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Follow-up being submitted as lab evaluation was completed on 14aug2020. When the user straightened the stent (zebd-7-10 / lot: c1726228) with the straightener, the pigtail kinked. The user tried to advance the stent over a wire guide (details unknown) but failed. Another zebd-7-10 was used instead. No adverse effects to the patient have been reported as occurring. Patient / event info, notes: the patient is not known to be covid-19 positive. Prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd. For all complaints, ask: does the complaint relate to: device placement / device removal / observation prior to patient contact. 1. Please indicate where the device was stored prior to use. Stored in the hospital. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* unknown. 3a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Unknown. 3b. If yes please indicate the procedure performed. 4. Was the wire guide inspected for damage prior to use? Unknown. 5. Was the device at the centre of the complaint inspected for damage prior to use? Unknown. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 7. If not with the device in question, how was the procedure finished? Another zebd-7-10 was used. 8. Was a straightener used to straighten the stent? Yes. [20aug2020 s.k]. Could you confirm if the user reloaded the pigtail straightener on the stent after the procedure? According to him, probably the straightener was reloaded after the procedure but this is his guess. The rep did not contact the doctor for your question because currently it is difficult to contact the doctor due to covid-19 circumstances. Additional info received 28aug2020: the rep contacted the customer. According to the doctor, she doesn¿t remember well but probably she did not reload the straightener on the stent.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 of lot #c1726228 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2020. The stent was observed kinked on the 2nd 3rd 4th and 5th porthole on the tapered end. A 0.035¿ wireguide will not pass the kinks. The pigtail straightener was noted as returned on backwards. It was requested to confirm ¿if the user reloaded the pigtail straightener on the stent after the procedure¿ noted that according to the doctor ¿she doesn¿t remember well but probably she did not reload the straightener on the stent¿. As the physician doesn¿t fully remember & as it was not observed to be an issue prior to straightening the stent, as well as checks carried out on the device prior to distribution, it is assumed that the straightener was originally on the stent in the correct origination and that it a possibility the straightener was replaced the wrong way round prior to return. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-7-10 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-10 of lot number c1726228 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1726228. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the (B)(6) 2020, this supplement report is being submitted to include the investigation conclusions within section h.10

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the user straightened the stent(zebd-7-10/lot c1726228) with the straightener, the pigtail kinked. The user tried to advance the stent over a wire guide(details unknown) but failed. Another zebd-7-10 was used instead. No adverse effects to the patient have been reported as occurring.